Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when the device was plugged in an unsupported error was displayed during set up involving an olympus gastrointestinal videoscope. The customer tried to clean the "banding" but the error persisted. There was no patient injury reported.